Event description:
Only info is that the stapler will not fire. The rep will contact the customer and more info will be forthcoming. 1/29/99 add'l info from affiliate. Limited details were only available to include no pt consequence, hosp name and that the device was not reused.